Event description:
Same case as MDR 6000089-2005-00693. Same pt as MDR 6000089-2005-00696. It was reported that 2 days after a coronary artery drug eluting stenting procedure and before discharge from the hosp the pt experienced a q-wave mi. The index procedure treated two target lesions. Target lesion 1 was a 2.75 mm vessel diameter, 99% stenosed region of the distal right coronary artery (rca). A visible thrombus was confirmed by ivus at this target lesion. The physician predilated this lesion prior to successfully placing one taxus express2 8.8% 2.75

Event description:
It was further reported that the pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (12 mm long) was identified in the distal rca with 99% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with pre-ddilatation and placement of a 2.75x16 mm taxus stent, reducing stenosis to 0%. Target lesion 2 (10 mm long) was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0x12 mm taxus stent, reducing stenosis to 65%. The mid rca was post-dilated. During the balloon inflation portion of the procedure the pt has st elevation and minor chest discomfort. During the procedure the pt's end diastolic pressure was "somewhat elevated" and he complained of shortness of breath. A plan for a possible intervention to the cx in 2-4 weeks was made. While still in the hosp (26 hours after procedure) the pt developed chest pain. Initial ECG was not significantly changed and chest pain dissipated with morphine. Cardiac enzymes met the protocol definition of mi. ECG the following day showed changes. Positive cardiac enzymes "suggested that one of the stents had thrombosed". Within the next 24 hours the pt developed pleuritic chest pain consistent with pericarditis. Esr was elevated and the pt was treated with advil, and improved. Acid reflux was relieved with protonix. Altace was added to his medication regimen resulting in asymptomatic low blood pressure. Bnp was mildly elevated. It was felt that the pt was "not in continued heart failure". However, lasix was administered. Four days post index procedure the pt was asymptomatic and discharged on asa and plavix with plans for angioplasty to the cx in two weeks. In the opinion if the dr there was a probable relationship between the mi, target vessel, and taxus stent.